Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer thought they had a flu two days prior to their hospitalization. Also it was reported that the pump had an error alarm. It was indicated that the batteries were not out of more than two days. The self-test was completed and passed. Suggested the customer to use manual injections until the replacement arrives.